Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer¿s current blood glucose level was 180 mg/dl. The customer feels ok to troubleshooting low blood glucose level. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did provide symptoms regarding low blood glucose such as shaking, confused, nausea, and experienced hunger. The customer was treated for the low blood glucose with cookies. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump was returned for analysis. Reservoir was not returned for analysis.